Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the issue was resolved via replacement of the instrument in use. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), site had intermittent tracking issues with straight suction. The straight suctions was verified successfully , but when moved around the status would change between green and red. During troubleshooting, representative confirmed the emitter placement was good and there was no metal interference including the mayo stand. A new instrument tracker was opened but due to being in the middle of using the tricut blade the surgeon was unable to test it. Straight suction functioned normally with the new instrument tracker. There was no delay to procedure. No impact on patient outcome.